Event description:
The customer reported additional information that there were error messages during the therapeutic procedure, and the shear did not continue to work. There was no adverse effect.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer (identified via b5). If additional / applicable information becomes available, a supplemental report will be submitted.

Event description:
During the device evaluation, it was found that the tissue pad was worn. This report is being submitted for the probe remnant problem and worn tissue pad.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Please see the updates in sections h3, h4, h6, and h10. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. During the device evaluation, it was found that the tissue pad in the grasping section was worn away. There was a mark in the non-insulated area of grasping section which came in contact with the probe and was abraded against it. There was a mark in the probe which came in contact to the non-insulated area of grasping section and was abraded against it. The coating of the probe was partially peeling. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although a definitive root cause cannot be identified of the worn tissue pad, the following step-by-step scenario likely caused the event: 1. Grasping section was closed without grasping anything while the output in seal & cut mode was activated, (this includes after tissue resection) causing the tissue pad to wear intensively. 2. The non-insulated area of the grasping section and the probe came into contact due to wear of the tissue pad. 3. The output in seal & cut was activated while the non-insulated area of the grasping section was in contact with the probe. As a result, a contact mark was developed, and it was causing a short circuit error. The following information is included in the instructions for use (IFU): ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.¿ olympus will continue to monitor the performance of this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. Evaluation of the device anticipated but not yet begun. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, a probe remnant problem with the thunderbeat 5 mm, 35 cm, front-actuated grip type s. The issue was found during procedure, and the laparoscopic sigmoid surgery was completed with a similar device. There were no reports of patient harm. Associated patient identifiers: (B)(6).